Event description:
The following has been reported: constant alarm. Pump logs unavailable. A preliminary review of the device log files could not be performed. The device was returned for evaluation. Upon return, the device was attached to a charging bracket and powered on, a red pump service alarm was observed. Log files were reviewed and an air compressor failure was found at the time of the alarm. The device was opened to inspect for internal damage and perform testing on the pneumatic system. No internal damage was identified. The pneumatic system failed during testing, indicating an air compressor failure. The pneumatic tank was inspected for damage and no problems were found. A known good pneumatic assembly was inserted into the device and an infusion was run. No problems occurred during the infusion. Damage was identified on the lever arm boot. The air compressor will be replaced during repair. Reporting as a conservative measure due to the air compressor issue identified during investigation. No adverse effects were reported.